Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of inappropriate auto mode switch due to noise were noted on the atrial lead during the device clinic check. The patient was asymptomatic before, during, and after the check. No program changes were made, and the patient will continue to be monitored.